Manufacturer narrative:
Investigation of the reported event has been completed. Our distributor investigated the system and the reported failure was reproduced. According to the information provided by the distributor, the issue was solved by replacing two pressure transducer printed circuit boards (pcb). The replaced pressure transducer pcb have not been available for the further analysis of the issue. Evaluation of the received device logs confirmed the reported pressure transducer test failure and the logs indicate that it was the fresh gas pressure transducer that was faulty. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during the system checkout. There was no patient involvement. (B)(4).